Manufacturer narrative:
Initial

Event description:
It was reported that the user experienced hyperglycemia with blood glucose over 400 mg/dl after the ilet indicated a full cartridge while the cartridge was actually empty, and device logs showed low insulin, very low insulin, out-of-drug, and low battery alerts; the user subsequently rewound, filled tubing, and performed a complete supply change, consistent with a failure to infuse related to a device component. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user and internal device logs. Investigation of this case revealed signal loss events and a failure to infuse associated with a circuit board component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.